Event description:
During the tmj reconciliation, patient was confirmed to have undergone a tmj revision surgery.

Event description:
Tmj revision surgery was conducted due to hetertopic bone growth surrounding the implant. All implants were removed and replaced with new biomet implants during operation. Explants were discarded by the hospital.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Supplemental MDR filed to update with information received from the operating surgeon specifying the date and reason for the revision surgery.